Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per tech (B)(6) stated one of the brake levers that pushed up against the wheel is missing.